Event description:
It was reported that during a lap hysterectomy, the handpiece was giving a solid tone. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Date sent: 6/14/2007. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.